Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6). (3014862188-2021-00249,50: tests 1, 2, of 3).

Event description:
User reported 3 false positive results. No additional information relating to follow-up testing was provided. This is report 3 of 3.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6). (B)(6). (3014862188-2021-00249,50: tests 1, 2, of 3).

Event description:
User reported 3 false positive results. No additional information relating to follow-up testing was provided. This is report 3 of 3.

Event description:
User reported 3 false positive results. No additional information relating to follow-up testing was provided. This is report 3 of 3.